Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record (DHR) review was conducted: please note, this DHR review is for sterilization and assembling procedure only: part: 04.503.104.04s, lot: 2l38959, manufacturing site: bettlach, supplier: (B)(4), release to warehouse date: 19.november 2018, expiry date: 01.november 2028, non-sterile 04.503.104.20 / h662491 was manufactured in us, monument, manufacturing location: monument, manufacturing date: 14-jun-2018, part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: h662491 (non-sterile), lot quantity: (B)(4), this lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h511969, lot quantity: (B)(4). This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: we have received one out of four screws of article 04.503.104.04s with the lot number 2l38959 for investigation. The visual inspection of the complained screw shows that the thread tip is badly worn. The recess however is in good condition. Functional test: the relevant features (thread tip) are damaged in a manner which prevents an accurate function check. Dimensional inspection: the relevant features are heavy damaged in a manner which prevents accurate measurement of the features. The damages are clearly caused post manufacturing. Drawing/specification review: the manufacturing review shows that the production procedures were according to the specifications and there were no issues that would contribute to this complaint condition. Failure in material or production could not be detected. Summary: due to the visible damages the parts were classified as confirmed. It can only be assumed that too much mechanical force whilst inserting into the bone caused the tip damage and this consequently has led to the complaint issue. As these screws are very small and quite fragile, a lot of care is required while handling. Please refer to technique guide 036.000.608. We can confirm the visible damages are not from any manufacturing non-conformity. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, one (1) matrixneuro screw 1.5mm could not be inserted because the tip of the screw was dull during an unknown surgery. Four (4) screws were involved and the three (3) screws were successfully inserted to the patient's skull. The surgery was successfully completed without surgical delay. There was no adverse consequence to the patient. Concomitant device reported: unknown matrixneuro screw (part# 04.503.104.04s, lot# 2l38959, quantity 3), unknown matrixneuro plate ((part# unknown, lot# unknown, quantity 1). This report is for one (1) matneu scr 1.5 self-drill l4 tan 4u. This is report 1 of 1 for (B)(4).